Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the introducer needle was hard to remove. The customer noticed the issue with the sensor during insertion. Customer reported that the sensor was still in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found insertion needle bent inside the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. No sensor or cannula weren't found broken during analysis.